Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a completed atrial fibrillation ablation procedure, a pericardial effusion was identified as pressure was being held on the groin area. The effusion was confirmed using ultrasound and pericardiocentesis to draw blood from the pericardium was performed. After approximately 45 minutes of blood removal, the patient experienced cardiac arrest. Despite resuscitation efforts, the patient expired. It was later reported that when the vessel closure was completed when the patient's blood pressure decreased. A transthoracic echocardiogram revealed a cardiac effusion. A thoracotomy was performed. The patient also experienced cardiac arrest.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.